Manufacturer narrative:
It was reported that the patient's chronic indwelling catheter that was in place for one month was scheduled to be removed when the balloon could not be deflated and no sterile water was coming out of the balloon port. Reportedly, the foley catheter was initially cut below the balloon port and then below the y intersection but on both attempts, no sterile water was coming out. It was reported that ultrasound confirmed balloon was still inflated and then it was decided that in order to deflate the balloon, patient would require cystoscopy to puncture the foley catheter's balloon using a small needle. Reportedly, 10 ml of sterile water was used to inflate the balloon during insertion and the foley catheter's balloon was not tested for inflation and deflation at the time of insertion. There was no serious injury reported related to the incident and the patient is doing well at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The foley catheter's shaft was returned for evaluation and the reported product issue was confirmed. No definitive root cause could be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient required cystoscopy to puncture the foley catheter's balloon that would not deflate.